Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted the actual device was not returned for evaluation. The evaluation of the actual device could not be conducted due to the device not being returned. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that as the tip of the locator was bent, the locator was not inserted into the sheath. The device was replaced by another angio-seal device to continue the hemostasis procedure. Hemostasis was successfully achieved by the second the device. There was no health damage to the patient. The physician had completed the training process on the device prior to this case. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The size of the sheath ancillary used was 8 fr.